Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. After a routine hemodialysis treatment, the operator inadvertently connected the blue venous line to the saline bag for rinseback instead of the red arterial line causing the patient's blood to be pumped into the saline bag instead of returned to the patient. Two rinseback cycles were performed prior to the operator noting the error. An estimated blood loss of 600cc was reported. Although the exact amount of blood loss is not known, facility staff believes it was less than the 600cc initially estimated. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently made incorrect connections during rinseback and did not return the patient's blood. The user's guide provides adequate instructions for making connections and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator providing additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.